Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.0/2.0/92 (sphere/cylinder/axis was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was removed due to low vault with rotation. On (B)(6) 2023, a longer length lens was implanted and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Weight:unk, ethnicity:unk, race:unk. If explanted, give dated - unk claim# (B)(4).